Manufacturer narrative:
No failure could be identified as a result of the investigation. Correction: changed investigation type from "device not returned" to "device discarded".

Event description:
Not being able to locate the string, retained tampon- vagina [foreign body in reproductive tract]. Strings are short and frayed [device physical property issue]. Case narrative: relative reported via e-mail that a disabled women was not able to remove the tampon due to the strings being short and frayed. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Not being able to locate the string, retained tampon- vagina [foreign body in reproductive tract]. Strings are short and frayed [device physical property issue]. Case narrative: relative reported via e-mail that a disabled women was not able to remove the tampon due to the strings being short and frayed. No serious injury reported.